Event description:
It was reported when using the pyxis medstation es system, door 7 panel is broken.the customer reported that they are using other pyxis to find the medication for patients.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that door 7's panel has broken. A field service engineer, replaced door panel to resolve the issue. The device functioned as intended after the field service engineer troubleshooted the device.